Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device. Additional information was received that the patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device.